Event description:
It was reported that a revision surgery was done to remove and replace a screw that backed out of a resonate plate post-operatively.

Manufacturer narrative:
The device was not available for evaluation as it remains in the patient. The imaging provided shows that a screw has backed out of a single level plate. It was reported that the patient fell prior to the revision surgery which may have been the cause for the screw backout. However, an exact cause of the reported issue could not be determined.